Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the device's lcd screen was not viewable. The device's lcd screen was replaced to address the issue.